Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. The device was implanted for 38 months and 8 charging cycles were recorded in the devices memory. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The memory content of the device and the home monitoring data were inspected. During analysis an artefact was observed in the ventricular channel of the mentioned episode on (B)(6) 2023. There was no indication of a device malfunction.

Event description:
After an implantation period of approximately 136 months it was reported that oversensing was observed. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.